Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced to dilate the lesion. The first and second dilatation were successfully done at 10 atmospheres. However, during the third inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.